Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. The difficult to position clinical observation with the lead was confirmed based on visual inspection that shows the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed in multiple locations at the terminal end. This is consistent with the lead being placed through a constricted area. Furthermore, this type of damage is deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to difficult to position. This lead was replaced with a new lead with the same model. No adverse patient effects were reported. Additional information indicated that placement difficulty was due to patient anatomy.